Manufacturer narrative:
Concomitant medical products: fusion quattro extraction balloon (fs-qeb-a), erbe electrosurgical generator. Investigation evaluation: our laboratory evaluation of the returned device confirmed the report. A visual inspection of the returned device was performed. Coating has peeled off the core wire between 15.7 cm and 26.5 cm from the distal end of the wire guide. The area of bare core wire is approximately 10.8 cm in length. The peeled coating folded back toward the distal end of the wire guide between 3.3 cm and 15.7 cm at the distal end. The coating material is pulled back and appears significantly stretched. Based on this, we cannot definitively determine if any portion of the device is missing since it is pulled back and stretched over a length of 12.4 cm which does not match the 10.8 cm of bare wire. During the evaluation of the coating, a bend was observed at the distal tip of the device at approximately 4 cm and another bend at approximately 162.7 cm. The sphincterotome associated with this device was not included in the return of the device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the wire guide subassembly device history record was reviewed. A nonconformity that could be related to the observation reported by the user was found in the wire guide subassembly. A review of the specification was conducted and a 100% visual inspection of the coating on the wire guide is performed and inspects for any damage or deformities. This inspection process would have removed any products having this nonconformance prior to distribution. Therefore, a discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use instruct the user to do the following: "for best results, wire guide should be kept wet." Failure to flush the wire guide can result in damage to the wire guide. The instructions for use instruct the user to do the following: "flush injection port with sterile water." Failure to flush the injection port can result in damage to the wire guide. The instructions for use precaution the user that this product is not compatible with metal tip devices. "If preloaded, use of wire guide with metal tip ercp devices may result in damage to external coating and/or tip of wire guide." The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all d.a.s.h. Pre-loaded with acrobat wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook dash pre-loaded acrobat with wire guide. During the procedure, the wire guide coating stripped off of the wire [coating damage]. The following information was provided on 2/2/17: "all the damage occurred at the patient end of the wire within 20-25 cm from the tip."